Manufacturer narrative:
The returned device was evaluated. Evidence of an internal leak was found and its root cause was determined to be a damaged cannula. The leak reached the circuit board, causing a short circuit and generating a hazard alarm. The leak through the damaged cannula would deprive the user of insulin which would contribute to the user's report of high blood glucose levels. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels reached 15.9 mmol/l (286 mg/dl) while wearing the pod between 4 and 24 hours on the arm. A manual insulin injection was administered to treat the hyperglycemia. The pod alarmed with a hazard alarm.